Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 3.00 x 38 mm promus element ¿ long drug-eluting stent was advanced and successfully deployed. However, after deployment, under fluoroscopy, a mild non-blood flow limiting proximal edge dissection was noted. A 3.5 x 24 promus element drug-eluting stent was deployed in an overlapping manner to cover the dissection. No further patient complications were reported and the patient's status was fine and stable.